Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some no delivery issues. Customer stated that he had one incident where he was trying to fill the reservoir and it would not push the insulin through. Customer stated that he discarded the items and refilled another reservoir. Customer reported that it worked. No further details given.